Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The customer initially did not approve the quote for repair. Subsequently, the customer did approve the quote and the bag to vent (btv) switch was replaced to resolve the issue.

Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. There is no resolution, the hospital has not accepted the repair quote.

Event description:
The hospital reported the bag/vent switch was not operating as expected. There was no report of patient involvement.